Event description:
The surgeon inserted a cc4204bf plate collamer lens. Due to a capsular tear the lens was cut into pieces to remove from the eye without enlarging the incision. A anterior vitrectomy was performed and surgery was completed with another lens. A competitor's phacomulsification equipment was used.